Event description:
Reporter indicated a vns therapy programming handheld screen is freezing on the interrogation successful screen constantly. Troubleshooting temporarily resolves the issue. The handheld was returned to the manufacturer and is pending product analysis.